Manufacturer narrative:
The device was returned and evaluated. The alleged condition (inadvertent movement) could not be duplicated.

Event description:
Provider alleges consumer was reaching for something and her chair allegedly drove off of the sidewalk causing the consumer to allegedly break both legs. Caregiver alleges unit drives on its own.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was reaching for something and her chair allegedly drove off of the sidewalk causing the consumer to allegedly break both legs. Caregiver alleges unit drives on its own.